Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber broke with 300,900 joules and 30:02 minutes of use. The procedure was completed using another fiber without patient complications. It was noted that the tip of the fiber was not cleaned during procedure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not identify breaks along the length of the fiber body. However, analysis did identify a distal circumferential fracture therefore, based on this finding, the event is confirmed. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. According to the device instruction for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified distal circumferential fracture.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber broke with 300,900 joules and 30:02 minutes of use. The procedure was completed using another fiber without patient complications. It was noted that the tip of the fiber was not cleaned during procedure.